Event description:
General report received of an unspecified number of undocumented incidents of the silicone sleeve of the clave ports remained in the depressed position. On unspecified dates, the tubing sets were being used for intermittent deliveries of unspecified medications. At unspecified times, the male adapter of unspecified syringes were connected to the clave prot of the tubing sets. It was reported that when the syringes were disconnected form the clave prot, the silicone sleeve of the clave prot remained in the depressed position and unspecified volumes of solution leaked. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were reported. Though requested, no additional information was provided, including if the tubing sets were replaced and the therapies were resumed.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.